Event description:
The focus dial movement was getting harder this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: it is considered that this problem was caused by user error and that vertical impact was applied to the tip of pvk-j10 (e.g., by dropping it, etc.). It was found that a similar phenomenon occurs when the user grasps the root brace and applies a strong impact to the head section, for example as factor other than a fall. The defect products have been replaced and delivered to the customer. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.